Event description:
It was reported that the customer has experienced frequent low blood glucose levels this month, generally in the afternoons. It was stated that the insulin pump was uploaded into carelink, and the report displayed boluses that the customer could not have programmed. It was stated that these boluses were delivered during the middle of the night. Troubleshooting was performed, and the drive support cap was not damaged. The insulin pump was programmed correctly. The insulin pump was not exposed to high magnetic fields. The insulin pump passed the displacement and self tests. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.